Event description:
Boston scientific received information that the right atrial lead had dislodged a day after implant. The leads settings were reprogrammed. No lead revision was planned. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received information that the right atrial lead had dislodged a day after implant. The leads settings were reprogrammed. No lead revision was planned. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.